Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.

Event description:
The customer contact reported a pt expired while the device was in use. During transport of the pt, the device powered off while operating on battery power. No specific pt information, device programming, or event details were provided. It was reported the pt "coded" and subsequently expired. During testing at the user facility, the device alarmed for low battery when the device was powered on. Reportedly, the device passed testing after the battery was charged. The customer contact stated that it is not believed that the device "stopping" played a role, but "the code was unexpected." Though requested, the customer declined to provide additional information.